Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in three pieces for analysis. An external abrasion was noted breaching the outer insulation and exposing the outer coil 4.9 ¿ 5.2 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.